Event description:
A customer reported to corporate product surveillance of a stopcock in which nurse observed a leak at the junction of stopcock and tubing during infusion of unknown medication. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a stopcock in which nurse observed a leak at the junction of stopcock and tubing during infusion of unknown medication was not confirmed during sample evaluation. Four unused companion samples from same lot number were available for evaluation at the facility. No defects were observed during visual inspection. The samples were working within specification during pressure test with water at 45 psi. No root cause could be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.